Event description:
Customer was hospitalized with high blood glucose and dka. Customer was vommiting prior to hsopitalization. Troubleshooting was performed and pump appeared to be functioning normally.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.